Event description:
It was reported that the system was not booting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective hard drive. System operates as intended.